Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, that the patient presented to the emergency department due to shortness of breath. Patient also stated that they were feeling very weak and requiring assistance twice to stand for weight. Patient stated that they had been having dark stools. Hemoglobin (hgb) was noted to be low at 6.8 g/dl and hematocrit (hct) was also low at 21.5%, platelet count was 141 k/cumm, prothrombin time (pt) was 23.5 seconds, and international normalized ratio (inr) was 2.28. Patient was given 1 unit of packed red blood cells (rbcs). On (B)(6) 2016, hgb was 7.8 g/dl and hct was 25.4% and received 1 unit of packed rbcs. It was stated that occult blood test was positive. Nuclear medicine (nm) gastrointestinal (gi) blood loss study demonstrated no gi hemorrhage. On (B)(6) 2016, hgb was 8.7 g/dl, hct was 28.9%, pt was 16.2 seconds, ptt was 51.1 seconds, and inr was 1.56. Patient was stated to have been discharged from the hospital. On (B)(6) 2016, patient reported having weakness and progressive dyspnea the last 3 days. Patient also stated that they felt terrible last night and into today due to chest pain. Patient denied having any melena, bright red blood per rectum, or abdominal pain. Blood test done at a nursing home showed hgb of 6.6 g/dl and was taken to the hospital. Blood test showed hgb was 7.0 g/dl, hct was 23.3%, platelet count was 211 k/cumm, inr was 2.24, and pt was 23.0 seconds and patient was transfused with 2 units of packed rbcs. On (B)(6) 2016, hgb was 7.7 g/dl and hct was 24.9% and patient received 1 unit of packed rbcs. On(B)(6) 2016, hgb increased to 8.8 g/dl and hct increased to 28.7%. Colonoscopy revealed mild diverticulosis in the recto-sigmoid colon and in the sigmoid colon. There was no evidence of diverticular bleeding. Stool was seen in the entire examined colon. There were non-bleeding internal hemorrhoids noted. Patient stated that they wanted everything done unless they were going to be a vegetable. On (B)(6)2016, patient reported that they were feeling very good. Hgb was 8.7 g/dl and hct was 29.2%. On (B)(6) 2016, after long discussions regarding quality of life and goals of care, patient elected to go to hospice care. Patient wished to be, no cardiopulmonary resuscitation (c pr), no intubation, and eventually no pressors (after anticipated weaning today), code status was changed. Patient internal cardiac defibrillator (ICD) was turned off. Hgb was 8.2 g/dl, hct was 25.2%, inr was 1.35, and platelets count was 118 k/cumm and patient was discharged from the hospital. On (B)(6) 2016, the nurse received a call stating that the patient had expired. Time of death was 0250 am. The caller stated that they would leave the equipment at the front nurses¿ station. The death was presumed to be gastrointestinal (gi) bleed related. The patient is a participant in the hvad destination therapy trail improved blood pressure management study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device remains in patient.